Event description:
It was reported that the patient arrived at clinic with several shocks delivered. During check up the patient got into slow vt and device delivered several shocks. Physician wanted to reprogram device in order to over stimulate the slow vt but did not have access to parameters or to short cut in order to deactivate tachy therapy. Even putting on magnet did not inhibit hv therapy. This issue is being managed with medication.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.